Event description:
3 months post-op pt was having pain in shoulder. Initial procedure was a cuff tear repair using mitek cufftack anchor. A second scope found the head of the cufftack broken off and under the acomion surrounding bursa. The rotator cuff had healed. The fragment was thrown away and was not returned for eval.